Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was isolated to a shorted pin 4 on the monitor ca board. The root cause for the shorted pin could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.